Manufacturer narrative:
A review of tickets did not identify any additional complaints for lot 92042ui00 and no trends were found for the product for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing was performed using a retained kit of lot 92042ui00, and all specifications were met indicating the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect tsh, lot 92042ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed architect tsh results on one patient. The results provided were: on (B)(6) 2018 pt#1 tsh = 0.1/retested = 1.49 uiu/ml. There was no reported impact to patient management.